Event description:
It was reported that during an endoscopic septoplasty under general anesthesia for a nasal septum deviation, the surgeon attempted bipolar electrocautery for hemostasis, but there was no response from the electrocautery foot pedal after excision of the deviated cartilage. Immediate cotton pad compression was used for hemostasis, but the surgery could not proceed normally and unable to stop the bleeding. The surgeon paused the operation and waited, restarting the device did not resolve the issue. Emergency coordination was undertaken to replace the device and complete the surgery, and the equipment department was notified for timely repair. This event not only affected the progress of the operation but also prolonged the duration of anesthesia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.